Manufacturer narrative:
Initial

Event description:
It was reported that the patient awoke overnight feeling low after an early dinner, with the pump displaying glucose readings in the 70s and no alerts or alarms, and the event was categorized as hypoglycemia with unclear cause. Symptoms included lethargy and dizziness. Outcomes included no treatment with glucose and no escalation of care. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alarms and no evidence of device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.